Event description:
The device is not expected to be returned. The neurosurgeon, reported he had to perform a re-operation on an infant who had undergone a previous surgery approximately three weeks prior. Dr found that the duragen was sticking to the brain and cranium ("a bloody mess") and was difficult to sepatate the brain from the duragen. Dr. Is questioning whether it is appropriate to place duragen in a pt that may need to be re-operated within a short period of time. Additional info has been requested.